Event description:
It was reported that after successful implantation of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension, an endoleak was noted intraoperatively. The patient was treated with a competitor stent graft, which did not resolve the endoleak. The physician chose to monitor the patient. Reportedly, approximately eight months later, a follow-up computed tomography identified an endoleak; type unknown. The physician elected to treat the patient with two competitors stents, which resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, images were reviewed by medical director. Based on the review of images, the reason for the endoleak cannot be determined but there is proximal aortic angulation and extreme calcification that may have contributed to the event. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.